Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a device's system board was replaced to address a "ventilatro inoperative" code found in the ventilators downloaded errror log. The device failed steps during testing. The device's active exhalation control module andd proportional valve were replaced to address the issues.